Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
This case involves a (B)(6) year old male end user who has been self-catheterizing after a prostate surgery ((B)(6) 2021). During the surgery, a large golf-ball sized cyst was removed from the prostate. The end user had a foley catheter placed first while recovering after the surgery. After the foley catheter was removed, the end user started self-catheterizing but went back after 24 hrs to the foley catheter as he had major bleeding the second, third, and fourth time during self-catheterization with a sc flex 2. The end user was informed by the doctor that the surgery was the cause of the bleeding as he was still healing from the surgery. The plan is to keep the foley catheter for about a week and then resume to self-catheterizing. No additional information was provided.